Event description:
It was reported to bsc/target that after an intraventricular hemorrhage, the physician attempted to place a fiber pushable coil into the perforated artery. The pushable coil was placed, but the coil pusher-10 broke off in the artery. The pt was sent for a CT scan and the outcome of the procedure was a failure. The condition of the pt is unk.